Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side deflation. The device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: creases fold, wear abrasion, white particles in the shell, and an opening on posterior. Leak test and microscopic analysis was performed which identified: a crease smooth opening on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed as fold flaw opening.